Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message when scanning the adc device on the day of application. The customer was therefore unable to obtain sensor readings and became hypoglycemic, reporting he was unable to self-treat. The customer was treated with oral glucose by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "replace sensor" message when scanning the adc device on the day of application. The customer was therefore unable to obtain sensor readings and became hypoglycemic, reporting he was unable to self-treat. The customer was treated with oral glucose by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.